Event description:
It was reported that this pacemaker went into safety mode. Additionally, there were concerns this device exhibited premature battery depletion (pbd). The patient experienced discomfort and pain as a result. The device was explanted and replaced. The device is suspected to be returned for analysis. No additional adverse patient effects were reported.